Event description:
Additional information later reported the cause of the event was catheter migration, location indicated at the spinal segment. The catheter was spliced, new spinal segment. Troubleshooting included x-rays. The patient outcome was noted as symptoms resolved and pain controlled on (B)(6) 2013. Additional information later reported an x-ray results done on (B)(6) 2013 revealed the catheter migrated to l2. Interventions included reprogramming, 57% decreased done (B)(6) 2013. It was noted the event to be related to the device or therapy but not related to the implant procedure. The outcome was resolved without sequelae (B)(6) 2013. It was further reported the pump was used to deliver dilaudid, bupivacaine, and clonidine.

Manufacturer narrative:
Product ID 8835, serial# (B)(4); product type programmer, patient product ID 8781, serial# (B)(4), implanted: 2013 (B)(6); product type catheter. (B)(6).

Manufacturer narrative:
Product ID 8781, serial# (B)(4), implanted: 2013 (B)(6); product type catheter.

Event description:
It was reported that the patient had medication related side effects. Catheter migration was also reported. The patient had signs/symptoms of numbness and incontinence. The severity of the event was noted to be ¿severe¿. The pump was delivering dilaudid, baclofen, and bupivacaine.